Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 -9.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to glare/haloes, dizziness and eye discomfort. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years should be added to the initial MDR. Claim # (B)(4).